Event description:
The multifire straight endo hernia stapler 4.8mm was used for procedure. The clear plastic piece on the end (tip of stapler) broke off in abdomen. It was not the load. Piece is not x-ray detectable. Surgeon proceeded to search abdomen for piece. Piece was found in valve of trocar. FDA safety report ID #(B)(4).